Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 150 mg/dl. The customer stated that the little electrode was missing. The customer did not realize that the sensors were expired. The customer reported sensor needle to be intact. The sensor will not be returned for analysis.